Manufacturer narrative:
Other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was contacted to schedule post operation recharging education and programming and the rep was informed that the patient no longer had a stimulator. The patient reported that they woke up from surgery on (B)(6) "paralyzed", and clarified stated that they have been unable to move their leg since implant on (B)(6). No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.